Event description:
It was that during a lung volume reduction surgery procedure, the device was loaded and fired normally. The device was then reloaded and locked out after second firing, manually released. A new gun was used and the device fired normally, the device was then reloaded and the same problem occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged shrouds. Evaluation summary: two devices (a-b) were returned for analysis. Device a was received in good visual condition and with five reloads present. Reloads b, c and d were received void of staples. Reloads e and f were received partially fired. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retension bosses were noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the two bosses retain the shaft in the shrouds. The knife can be restrained from advancing by excessive tissue thickness and firing across hard objects. The damage to the shroud's shaft retention bosses would allow the shaft of the device to translate forward during closure. This translation of the shaft would not allow the firing trigger to advance the firing links fully on the first stroke. Therefore, the second firing link would not be advanced fully into the proper position. This would lead to the devices inability to advance beyond the first firing stroke. While no conclusion could be reached on how the shroud retention boss's became damaged. Device b was received in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the right and left shroud retension bosses were noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the two bosses retain the shaft in the shrouds. The knife can be restrained from advancing by excessive tissue thickness and firing across hard objects. The damage to the shroud's shaft retension bosses would allow the shaft of the device to translate forward during closure. This translation of the shaft would not allow the firing trigger to advance the firing links fully on the first stroke. Therefore, the second firing link would not be advanced fully into the proper position. This would lead to the devices inability to advance beyond the first firing stroke. While no conclusion could be reached on how the shroud retension boss became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.